Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed . A failure analysis and determination of root cause is not possible due to the lack of information received to perform a complete investigation. Product has not been returned. The reported complaint is unconfirmed. Device identifier: (B)(6). Linked to mfg report number: 2523190-2019-00040 and 2523190-2019-00041.

Event description:
This is 3 of 3 reports. A customer reported that the 00mlx mlx 300w xenon lightsource smelled of smoke. The lightsource and the 0029009 assy, cable ultralite 2 bifurc was plugged and, within a minute, the entire cable was burned out and smoke was visible from the port. The patient was prepped for surgery. There was 10-15 minutes delay in surgery due to product problem. Additional information received on 26feb2019 and 27feb2019 stated that there was no smoke on the cable but the mlx unit smelled of smoke shortly after. The product problem occurred during a lumbar spine procedure. In addition, there was no patient adverse consequence due to delay. A follow up additional information received on (B)(6) 2019 indicated that the incident happened on (B)(6) 2019 during a laminectomy procedure. The patient was prepped for surgery with 2-3 minutes delay. There was no adverse consequences as a result of the delay.